Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 into the arm. The tandem t:slim g4 system user's guide states: do not insert the sensor in sites other than the abdomen (belly) or upper buttocks (for ages 12-17 only). Other sites have not been studied and are not approved. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. It was reported that the patient had taken medication(s) that contain acetaminophen. The t:slim g4 user's guide states: taking medications with acetaminophen (such as (B)(6)) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person. At the time of contact, no injury or medical intervention was reported.